Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors were distorted, the proximal conductor was distorted, all conductors had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the outer insulation had a cosmetic cut and was breached cut, all insulators were breached cut, there was blood in/on the helix mechanism and sleevehead, the lead was stretched, and there was apparent explant damage. The analyst also noted that the steroid ring was slightly damaged during analysis.